Event description:
A discordant, falsely low vitamin d result was obtained on one patient sample on an advia centaur instrument. The discordant result was reported to the physician(s). The sample was rerun and resulted higher. It is unknown if the sample was rerun on the same instrument or an alternate instrument or if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vitamin d result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer stated that the bottle of acid reagent and the bottle of base reagent had been incorrectly placed on the system. The bottle of acid reagent was placed in the base reagent bottle position and vice versa. The tsc specialist instructed the customer to discard the contents of the acid and base reservoirs and rinse the reservoirs three times with their respective correct fluid types, then restore the reservoirs and reagent bottles on the system in their correct locations and then prime the fluid lines. The cause of the discordant, falsely low vitamin d result is user error. The instrument is performing according to specifications. No further evaluation of this device is required.